Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed within the patient line. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 360-361 mg/dl.